Event description:
It was reported that during a pancreatoduodenectomy procedure, the device became non-functional. Another device was used to complete the case. There were no adverse consequences to the pt. When the sales rep received the device, the blade had been broken off.

Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.